Manufacturer narrative:
(B)(4). G2: foreign - event occurred in netherlands. H6: proposed component code: mechanical (g04) ¿ rasp . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tip of the broach broke off and remained in the patient. The broken piece was not noticed until the day after surgery when viewing post-op x-ray. Attempts have been made and no further information has been provided.